Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The digital board, analog board and the ac charger were replaced. Additionally, the pace/defib engine and battery interconnect board were also replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.